Event description:
The customer turned the equipment on. After the customer witnessed it started-up all right, they performed prime/tune, which was also completed without a problem. While the staff was preparing for another surgery, a loud fizzing noise was heard, followed by a large amount of white smoke from the right side of the device. Burnt odor filled the surgery. The IV pole lowered and error code 284 was displayed. No occurrence of health hazard as the incident occurred during preparation prior to pt's entrance to the surgery.

Manufacturer narrative:
(B)(4). A field service engineer (fse) visited the customer site to evaluate the equipment. Per the fse report, the tantalum capacitor on the board of signature main unit was found to be burnt, presumably due to initial failure of the capacitor itself. Note: at the date of this report, all info that is available to amo has been submitted. Should any add'l info become available, a supplemental report will be submitted. There was no pt involvement with the reported event.